Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection and functional testing was performed. In addition, a review of complaint history, the device history records, documentation, drawings, manufacturing instructions, quality control data, and specifications was conducted. Three cook silicone balloon hysterosalpingography injection catheters were returned for evaluation. Device #1, this device was returned with the balloon partially inflated. A functional test was performed. The balloon was found to inflate and deflate fine. Device #2, a functional test was performed on the balloon. The balloon was inflated fine; it was noted that a lot of pressure was needed to depress the plunger to deflate the balloon. Device #3, a functional test was performed and the balloon inflated and deflated without issue. The black plunger had to be depressed completely for complete deflation. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and one non-conformance issue was identified for 10 items for failed test, leakage. The items were reworked. A review for additional complaints for this device lot revealed this complaint to be one of two (2) complaints associated with lot number 8139263. Both complaints are from the same customer. Based on the information provided, the likely root cause is related to the user's technique in handling the product. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported the customer uses the cook silicone balloon hysterosalpingography injection catheter regularly. The customer has started having issues with the black check valve malfunctioning. As reported, during a during a hysterosalpingography procedure on a female patient, the balloon was inflated with sterile water using a syringe. The balloon would not deflate after being filled. The doctor thought the problem was the check valve sticking. Another catheter was used to complete the procedure. There was no harm or any adverse effect to the patient due to this reported device issue.